Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the foot of the device was found to be bent. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.